Event description:
It was reported to medtronic minimed that the customer reported a pump that does not accept batteries. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack at the battery compartment, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, and active current measurement, download the history and trace files using thus, or verify battery failed alarms due to blank display. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned/repositioned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. Retrieved the pump software version and verified the internal serial number. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, and inside the battery tube. Unable to lock a p-cap into the reservoir compartment due to partially broken retainer and partially broken reservoir tube lip. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, missing serial number label, partially broken reservoir tube lip, partially broken retainer, pillowing keypad overlay, crack at the battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display is due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. The not accepting batteries complaint is unknown due to the blank display. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.